Event description:
An endurant stent graft system was implanted for the endovascular treatment of a fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Currently it was reported that the aorta neck angulation was 60 degrees. The proximal aortic neck is 20 - 21mm in diameter and 20mm in length. It was reported that a CT revealed a proximal type I endoleak. The physician elected to implant an endurant aortic cuff to treat the proximal type I endoleak. The physician stated that the placement/implantation of the endurant aortic cuff was inaccurate (lower than intended) therefore the proximal type I endoleak did not resolve. The physician elected to implant another manufacturer's stent graft proximal to the endurant aortic cuff and the proximal type I endoleak resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4), results: inherent risk of procedure (endoleak, inaccurate placement of the stent graft), patient's condition affected effectiveness of device (anatomy related; aorta neck angulation was 60 degree), incorrect technique/procedure (aortic cuff implanted lower than intended), conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; aorta neck angulation was 60 degree), user error contributed to event (aortic cuff implanted lower than intended).